Manufacturer narrative:
Patient weight is unknown. This report is for an unknown trephine. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2009, a pinnacle sector/acetabular cup was implanted. On (B)(6) 2018 the device was removed due to metallosis, osteolysis, wear, and a hole. During the procedure, the tip of the trephine broke off on the head of the 6.5 pinnacle dome screw. The screw was deeply embedded and could not be backed out with the screwdriver. All broken pieces were retrieved from the patient. There was a surgical delay of 45 minutes. Patient status and procedure outcome are unknown. Concomitant device/s: 6.5 acetabular screw (part: unknown, lot: unknown, quantity:1), 56 pinnacle sector/acetabular cup (part: unknown, lot: unknown, quantity:1). This report is for an unknown trephine. This is report 1 of 1 for (B)(4).